Manufacturer narrative:
Review of the provided data dated 22 feb 2024 led to the following observation: - ventricular threshold test confirmed ventricular capture around 2v - ventricular autosensing histograms showed some low r-waves sensing at 2 mv. R-waves amplitudes are spread between 2 mv and 12 mv. - ventricular lead impedance is stable in a normal range - ventricular pacing programmed at 6v / 1ms, which corresponds to the highest programmable ventricular output - intermittent capture was observed on some recorded episodes (e.g. : episode dated 16 february 2024 23:12) based on available data, no issue is suspected on the ICD recommendations : a careful and frequent monitoring of the ventricular lead is recommended.

Event description:
Reportedly, on (B)(6) 2024, the doctor performed several ventricular thresholds tests (result : 2,5-3v, 1ms). The lead detection and lead impedance are correct. But, when the device programmed in ddd 80 bpm, 6v, 1ms and several capture failures obtained. Sinual rythm stable.